Event description:
Neuronetics' social media monitor forwarded a post alleging tms treatment caused severe migraines and nausea.

Manufacturer narrative:
Since the reporter did not respond to neuronetics' attempted outreach for additional information, it was impossible to conduct a thorough investigation and confirm that the person was treated with a neurostar device. Based on the information provided no cause can be attributed but reporting out of an abundance of caution. Note - this was originally attempted to be submitted on 5/20/25 but was found to have not successfully been transmitted from esubmitter. It is now being resubmitted on 7/16/25 after receiving guidance from FDA esg/MDR team and renumbering the MDR (initially 3004824012-2025-00017).